Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Photographic analysis: the first picture shows two pieces of tissue; an anvil and a cut washer can be appreciated in the photo. The second picture shows a piece of tissue, the tissue has 3 staples stuck on it, it is possible that a cut of center occur as a dent on the anvil have of the washer can be appreciated. Based on the two photos reviewed the event describe is confirmed.

Event description:
It was reported that during a reconstitution of post hartmann transit, the part of the rectum that will be the posterior part of the anastomosis is cut with a linear stapler. The circular device was used for the terminal term anastomosis. When performing the pneumatic test, it is observed how the anastomosis filters by the presence of bubbles in an abundant form, mainly in the union of the line of square brackets with the circular one. Subsequently a reinforcement is made with manual suture. There were no patient consequences reported.